Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge territory manager (stm) observed that the fiber optic connector housing was broken. The stm replaced the fiber optic cable/connector assembly, and verified proper fiber optic function. The iabp passed all pneumatic, functional, and electrical safety tests. The stm completed full pm, the safety disk,tidal volume disk, and batteries, were all replaced as part of pm. The stm performed all pneumatic, functional and electrical safety tests. The unit passed all tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during routine preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp), failed the fiber optic test. Since the event occurred during pm, there was no patient involvement, thus no adverse event was reported.